Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer contacted biomerieux to report a cap proficiency specimen d-08 for which the vitek 2 gn ID card misidentified an acinetobacter lwoffii organism as moraxella group. The customer repeated the cap organism testing and the expected result of acinetobacter lwoffii was obtained. Submittal of the survey organism is requested from the customer. Internal biomerieux investigation will be conducted.

Manufacturer narrative:
Biomérieux investigation was conducted. The organism was subcultured, and testing included two (2) vitek® 2 gn ID cards from the customer card lot and one (1) card from two (2) random lots. Api® 20ne was also performed. For gn ID cards tested, a low discrimination call of acinetobacter lwoffii / moraxella group was obtained. As acinetobacter lwoffii is presented as a possible organism, the results are acceptable for vitek 2 testing. For the api 20ne, identification of acinetobacter lwoffii was obtained. The vitek® 2 gn ID cards are performing within performance specifications.